Event description:
New information notes on 2/18/14 the lead exhibited high pacing thresholds again.

Event description:
It was reported that the left ventricular lead exhibited high pacing threshold over 1.5 v. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.